Event description:
It was reported that the patient underwent generator replacement. The attending company representative believed that the pocket was revised. No further relevant information has been received to date.

Manufacturer narrative:
Device evaluation is not necessary as protrusion of the generator is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient's generator was protruding under the scar with no extrusion. It was thought that this could be due to the patient's physiology as he was a small child. Later, it was reported through clinic notes the patient was having trouble with tissue erosion. The generator was implanted under the pectoralis muscle but on the medial border the skin was thinning out again. The generator had not eroded through but the skin was very thin and fixed at that spot. The surgeon was not sure of the cause, but referred the patient to electively move the generator laterally and superiorly, possibly to a new pocket. The generator's device history records were reviewed. All final quality specifications were passed prior to distribution. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.